Event description:
It was reported that the patient presented in-clinic for follow-up with device that was post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate high voltage therapy. The r-wave was measured low. It was noted that no programming changes could be made to avoid the oversensing. The lead was later capped and replaced.

Manufacturer narrative:
(B)(4).